Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4) the device was not returned to bwi.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis with 900cc fluid of withdrawal. The patient had a medical history of right coronary artery stent. The patient was required one additional day of hospitalization for observation and fully recovered. The physician assessed that the cause of the adverse event was procedure-related and not device-related. Transseptal puncture performed with a st. Jude medical brk needle. Sheath used was a biosense webster mobicath. Generator settings included: power control mode at 20-40 watts, temperature at 34-43 degrees celsius during ablation with cut-off at 45 degrees celsius. No ablation was performed at site of injury. Irrigated catheter flow set at 30ml/min. There were no error messages reported on any biosense webster equipment. Patient received anticoagulation during the procedure with acts maintained at more than 350 seconds. Pre-procedure echocardiogram was within normal limits.